Event description:
It was reported that while in the operating theater, the intra-aortic balloon (iab-05840-lws, lot# mf9099312, (B)(4)), fiberoptix sensor (fos) slide was inserted into the intra-aortic balloon pump (iap-0500j, (B)(4)). The fos was not recognized and zeroed, the pump "alarmed fos out of range". As a result, the pump was exchanged and an iap-0500j (B)(4)was used with the "ap select transducer". The iab was inserted through a sheath into the pt's left femoral artery. The pt received iab therapy for three days. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.